Event description:
Pt reported that back to back tests performed on their ss meter using separate finger sticks were 277 and 201 mg/dl. No symptoms were reported. Pt did not have supplies to do control test. On follow-up, pt said they received new supplies and stated that everything was working properly. Lfs rep reviewed cleaning and use of control solution. There was no allegation of harm.